Event description:
A lifecor patient services representative (psr) contacted lifecor customer support, while visiting a (B) (6) female patient, to report that the response button covers were missing from the patient's monitor. The psr gave the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The monitor would not power up upon arrival. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and restocked. The root cause of the bent pins is unknown, but is likely due to the battery pack being forced into the monitor with the connector misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor.